Manufacturer narrative:
Section h6: correction: health impact code should remain "no health consequences or impact".

Event description:
New information received notes that the patient presented for a follow up in clinic on (B)(6) 2024 and no electrical issues were observed on the right ventricular (rv) lead. The initial observation was made via remote monitoring, and it was later discovered that the noise had occurred during a procedure unrelated to the lead or system. The patient was stable with no consequences.

Event description:
It was reported that non-sustained episodes appearing to be noise with oversensing were observed on the right ventricular (rv) lead. There were no reported patient symptoms or consequences.